Event description:
Rh head siderail not latching and a bad patient pendant. Tsr said that account installed part number 140392 siderail latch spring, 140866 rh latch pin assembly, 140867 lh latch pin to resolve the issue.